Manufacturer narrative:
Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "patient complained of continued knee pain. The surgeon believed that the poly was worn from x-rays. Upon explantation, wear did not seem to be an issue. It appeared that it was a stability issue so the poly was explanted and increased poly size for revision."